Manufacturer narrative:
(B)(4). A review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
It was reported to gore that the patient was admitted to the hospital in emergency due to a abdominal aortic aneurysm rupture in the mid night of (B)(6) 2015. The patient experienced serious blood lost and the blood pressure was reportedly unable to measure, which caused multiple complications including renal insufficiency. The blood pressure raised up to 70/40mmhg pre-operation after some treatment. On early morning of (B)(6) 2015, a gore excluder aaa endoprosthesis (pxt281418/13498835) was to be implanted for treatment of the acute aneurysm rupture. It was stated that the aneurysm was big and with an unfriendly neck angulation (>60 degrees), which caused difficulty in advancing the excluder device to target lesion via a cook landquest guide wire. The physician did several attempts and finally advanced to the target lesion. For better compliance of the endoprosthesis with unfriendly neck anatomy post deployment, the physician decided to replace with an amplatz guide wire before initiating deployment. During retraction, the cook landquest guide wire was reportedly stuck inside the catheter of excluder device. The physician removed cook landquest guide wire together with the excluder device, and replaced with another gore excluder aaa endoprosthesis(pxt281218/lot: 13507997)and a cook landquest guide wire to complete the procedure successfully. It was stated the patient's blood pressure raised up to 110/80mmhg post operation. After the operation, a consultation by the urology department was done and a decision was reportedly made not to perform renal dialysis due to the patient's multiple complication. At noon of (B)(6) 2015, the patient expired. The pre-existing rupture was reportedly concerned to contribute to the death.